Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas and alleged that ¿the pump almost killed her.¿ reportedly, emergency protocol was initiated. There was no further information given at the time of the call. This report is being made due to the serious allegation the patient experienced while on insulin pump therapy.